Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump, model # 8637-20, sn (B)(4), found a gear train anomaly. The motor stall was attributed to the shaft bearing. Interrogation of the pump noted the drug being infused as morphine.

Event description:
It was reported that a motor stall and motor stall recover was confirmed and recorded in event logs. The customer contacted the manufacture representative about a pump where the logs showed multiple motor stall and motor stall recovery messages with the first occurring on (B)(6) 2014. There had been 5-6 since last month and there was "no rhyme or reason for why they were occurring." They also saw a "stop pump period may exceed tube set message." It was unknown if there was a therapy or medical problem. It was reported that the pump was being explanted and replaced on (B)(6) 2014. It was unknown what drug(s) the pump was infusing. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the pump was explanted and replaced on (B)(6) 2014. The pump had continuously motor stalled. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.